Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experienced high blood glucose of 500 mg/dl which was treated with the bolus. The customer reported that insulin pump had hardware low level failure alarm which was cleared and customer able to complete the rewound process. It was unknown whether customer was using the auto mode or not. The device will not be returned for the analysis.